Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was incomplete gel barrier separation in one device. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of the photos does not show any evidence of poor barrier separation. A total of 400 retained samples, 100 from each lot number, were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of april 2025. Therefore, factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and bd was unable to determine any external contributor to this reported issue. This complaint unable to be confirmed for poor barrier separation on lots 4225060, 4267738, 4281670 and 4304808. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was incomplete gel barrier separation in 1 device. There were no health consequences or impacts reported.